Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose. The customer continued to use the pump for insulin therapy.